Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
Patient was injected with 1.00cc in the nasolabial folds ((B)(6) 2009) and then 3 weeks after injection she was injected again with another 1.0cc ((B)(6) 2009). On (B)(6) 2010, the patient reported swelling and expressed discomfort on the left side of the nasolabial fold and noticed a nodule. On (B)(6) 2010, patient's injection site was still swollen with some tenderness. On (B)(6) 2010, physician aspirated 1.5 cc of fluid from the abscess and patient was prescribed antibiotics. On (B)(6) 2010, rn spoke with patient over the phone and patient reported that the swelling was reduced about 50% and that the injection site still felt warm.